Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that cardiac perforation occurred at implant. The patient suffered from a pericardial effusion that required a pericardiocentesis to drain fluid. The lead was repositioned.